Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder repair on (B)(6) 2021, it was observed that the suction functionality on the vapr coolpulse90 electrode device was not working. There were no adverse patient consequence s reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that the suction function is not available. The complaint device was received and evaluated in (B)(4) laboratory. No visual damage in the device, saline residues were observed in the suction tube. Due to the failure reported is related to suction, the device will be sent to supplier for further evaluation. According with the feedback's supplier regarding with the picture provided, the photograph appears to be saline residue in the suction tube rather than uv glue therefore of no significance to the complaint investigation. The vapr coolpulse90 electrode was returned to supplier for evaluation. The supplier conducted visual inspection and functional test of device received and picture provided by customer. The visual inspection revealed that device was not returned in the original packaging. Device was in a used condition with tissue around the active tip, residue visible in suction, no visible damage to the device shaft, handle, cable or plug. The electrical test was conducted without fails. During the functional test, the flow test and the flow test post activation were fail. The summary of the supplier is: the customer stated that the suction function was not available. The flow test found that the device did not achieve the minimum flow specification value, therefore substantiating the customer claim. A thin gauge wire inserted into the active suction tube located the blockage at the distal end. The blockage could not be removed but it is presumed to be tissue debris given the location and visual condition of the device. A manufacturing record evaluation was performed for the finished device lot number: u1912098, and no non-conformances were identified. From our investigation we were able to confirm the customer report that the electrode suction was defective. The returned device was found to fail flow specifications due to tissue debris within the suction path which could not be removed. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.